Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date in 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, aneurysmalization was observed in the left common iliac artery, and a contralateral leg endoprosthesis with a distal diameter of 27 mm was placed on the left side. On an unknown date, postoperatively, aneurysmal enlargement of the left common iliac artery was observed, and the proximal neck length of the previously implanted trunk ipsilateral leg endoprosthesis appeared short. On (B)(6) 2024, the patient underwent reintervention. An additional stent graft including gore® excluder® iliac branch endoprosthesis was implanted to repair an enlarged left common iliac artery aneurysm. Two additional aortic extender endoprosthesis were also implanted proximally to prevent the development of a potential proximal type I endoleak. Reportedly, the proximal neck length was found out to be shorter than standard since the time of the initial implantation. The reason for the shorter proximal neck length was due to the patient's anatomy. The proximal placement of aortic extender endoprosthesis in the reintervention was a preventive measure only, and there were no issues with the initially placed trunk ipsilateral leg endoprosthesis.